Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right ventricular amplitudes. In addition, found oversensing exhibited on the presenting electrogram. Tachycardia therapy had been turned off. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.